Manufacturer narrative:
Additional information: as per the author the incidents reported in the article were not related to the implanted mdt devices. It was also reported that the primary cause of the stroke was thought to be the thrombus that existed in the artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from the journal article entitled; a novel approach to prevent perioperative stroke in patients undergoing debranching thoracic endovascular aortic repair with a mini- cardiopulmonary bypass support. Https://doi.org/10.1016/j.avsg.2018.09.036 masaaki ryomoto, hiroe tanaka, masataka mitsuno, mitsuhiro yamamura, naosumi sekiya,hisashi uemura, ayaka sato, and daisuke ueda, nishinomiya and hyogo. Annals of vascular surgery 2019 vol 59 https://doi.org/10.1016/j.avsg.2018.09.036. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent thoracic stent graft were implanted in patients for thoracic endovascular aortic repair. The following events were reported: serious injury: stroke myocardial infarction rupture death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.